Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen catheter for analysis. Signs of use were observed on and within the catheter. The catheter body appeared intentionally severed towards the 6 cm mark. Visual analysis revealed a hole on the proximal extension line adjacent to the juncture hub. Microscopic analysis confirmed the damage , and the edges of the hole appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole in the proximal extension line measured 1 mm from the juncture hub. The proximal extension line outer diameter measured 0.088", which is within the specification limits of 0.084"-0.088" per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.50mm, which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. The catheter body length from the juncture hub to the distal tip measured 3 7/16", which is not within the specification limits of 5 1/4"-5 3/4" per catheter product drawing; therefore, at least 1 13/16" of the catheter body was severed and not returned. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal and medial extension lines flushed as intended. Leaking was observed from a hole in the proximal extension line when it was flushed. A manual tug test confirmed all lumens were secured to their respective hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole on the proximal extension line adjacent to the juncture hub. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "luer-hub(white) leaking." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "luer-hub(white) leaking." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4).